Event description:
During device preparation for a pulmonary vein isolation procedure, it was reported the precision link power supply port appeared damaged and charred. When trying to reconnect, it was plugged in but did not turn on. It is noted that the power cord also had a loose fit within the port. The procedure was completed without using the field frame and the ensite precision link. There were no reported adverse consequences to the patient.

Manufacturer narrative:
One ensite¿ precision¿ link sensor enabled pn (B)(4) was received into the lab for analysis. Based on the information provided to abbott and the investigation performed, the field reported event citing physical damage to the power input connector was successfully confirmed and was isolated to an electrical arc at the rear power inlet connector. Root cause of the observed damage remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.